Event description:
It was reported that during an unk procedure after fired, noted the staples malformed. Changed another six to continue the surgery, the same problem happened again. Changed another one to continue the surgery. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 1/12/2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.